Event description:
During cardiac catheterization, the physician was attempting to access the right femoral artery using a micropuncture needle but due to significant calcification the needle bent. He attempted to gain access again using a cope mandril wire guide again due to heavy calcification he was unable to advance it. While attempting to withdraw the wired the tip broke off and remained inside of the vessel.